Event description:
Procedure type: nissen. According to the reporter: jaw mechanism was not working properly, they opened another one and it worked fine. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc.

Manufacturer narrative:
(B)(4).